Event description:
Catheter tip broke off during removal. Broken section migrated to mitral valve. Pt was moved to specials for retrieval of object. During attempt the tip broke again. One piece found its way into lung. Pieces were removed and pt recovering.